Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use of the bd bactec¿ mgit¿ mycobacteria growth indicator tubes, an unspecified number of tubes were observed to have no label. In addition, insufficient fill volume, damaged label, and nonbiological contamination were also noted. There were no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: material 245122 is manufactured by rehydrating the media components with usp purified water and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued, and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch 4044249 was satisfactory per internal procedures. Formulation, filling, torquing, packaging processes were within specifications. In process checks were performed during manufacturing at designated intervals per procedures. Checks for fill volume were complete and within specifications per procedures and checks for torque confirmed that the caps were tightened to the validated specifications per internal procedure. Qc inspection and testing were satisfactory at time of release. As part of the release criteria for this product, the bhr was reviewed to confirm the following: the total elapsed time between end of formulation and start of the autoclave cycle was within the specified limits. All autoclave parameters conformed to the validated cycle parameters for this product. The minimum f0 for this product was met. The complaint history was reviewed, and other complaints have been taken on batch 4044249. Retention samples (100) were inspected and there were no label, fill volume or media defects observed in the retention samples. For further investigation, 4 retention samples were incubated. Two of the retention samples were placed into the 20 to 25 degrees celsius incubator and two of the retention tubes were placed into the 33-to-37-degree celsius incubator. At five days incubation, there was no growth observed in the incubated samples. Nine photos were provided for the investigation. Five photos showed one tube of visibly low fill, batch 4044249, exp 10-aug-2025. One photo showed a peeling label. One photo showed no label and low fill. Two photos showed no defect, and the fill volume could not be determined. There were no returns received for this complaint. This complaint can be confirmed for low fill, missing label, damaged label. This complaint cannot be confirmed for contamination. No complaint trends for this defect have been identified for this product; no actions are identified at this time. Bd will continue to trend complaints for defects.

Event description:
It was reported during use of the bd bactec¿ mgit¿ mycobacteria growth indicator tubes, an unspecified number of tubes were observed to have no label. In addition, insufficient fill volume, damaged label, and nonbiological contamination were also noted. There were no health impact or consequences reported.